Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-01010, 1221359-2021-01740, 1221359-2021-01741.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay. This MFR. Report addresses patient four (4) of four (4). The customer reported a false positive result on a direct tested nasopharyngeal swab. Repeat testing was not performed. Pcr confirmation testing (genexpertcovid/rsv/flu) and eppendorf pcr generated negative results. Per the customer, the patient was asympotomatic and no additional information is available.

Manufacturer narrative:
Additional information: d4 (UDI), h4. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1021947 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1021947 , test base part number 190-430 / lot: 1021947 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1021947 showed that the complaint rate is (B)(4) . Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not available.